Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the patient with diabetes stated that the infusion site was leaking. Patient replaced site with a new site, experienced a bit of nausea. There was patient involvement, and no patient injury reported.